Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and post procedural haemorrhage ('bleeding aftert the essure procedure / spotting') in a 26-year-old female patient who had essure (batch no. D08062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient has undergone essure confirmation test on (B)(6) 2016 and the result was "bilateral occlusion". On (B)(6)2016, the patient had essure inserted. On (B)(6)2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)."), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain:abdominal") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2019. On (B)(6) 2016, the post procedural haemorrhage had resolved. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage and fatigue outcome was unknown, the dyspareunia and abdominal pain lower had resolved and the menorrhagia was resolving. The reporter provided no causality assessment for post procedural haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion.. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be initiated as no batch number or sample provided thus resulting in an unconfirmed quality defect most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number was added. New events added: abnormal bleeding (vaginal, fatigue, lower abdominal pain. Previously added events menorrhagia was updated to recovering/resolving, dyspareunia was updated to recovered/resolve. Lab data, reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 26-year-old female patient who had essure (batch no. D08062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient has undergone essure confirmation test on (B)(6) 2016 and the result was "bilateral occlusion". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced post procedural haemorrhage ("bleeding after the essure procedure / spotting"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)."), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain:abdominal") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2019. On (B)(6) 2016, the post procedural haemorrhage had resolved. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage and fatigue outcome was unknown, the dyspareunia and abdominal pain lower had resolved and the menorrhagia was resolving. The reporter provided no causality assessment for post procedural haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion.. Batch no: d08062 production date: 2014-09-18, expiration date: 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-apr-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and post procedural haemorrhage ('bleeding after the essure procedure / spotting') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient has undergone essure confirmation test on (B)(6) -2016 and the result was "bilateral occlusion". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain:abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)."). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2019. On (B)(6) 2016, the post procedural haemorrhage had resolved. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia outcome was unknown. The reporter provided no causality assessment for post procedural haemorrhage with essure. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be initiated as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs received: reporter information and patient demography was added. New events "pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding)" were added. The case is now "incident". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.